Event description:
It was reported that a user of the ilet experienced elevated blood glucose following a supply change with a 23-inch infusion set, with capillary readings peaking at 252 mg/dl and remaining above 180 mg/dl for more than 9 hours; no device alerts for prolonged severe hyperglycemia occurred, and no backup therapy, ketone testing, or medical intervention was used. Symptoms included dry mouth, headache, and thirst. Outcomes included nonserious, temporary hyperglycemia without hospitalization or need for assistance. Investigation included user troubleshooting and education with supply replacement and follow-up review of glucose trends, which showed subsequent stabilization. Investigation of this case revealed no device malfunction observed during the supply change or through follow-up, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.